Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified this device was last serviced for over delivering and the current complaint is related to previous service of the device. The expulsor assembly was replaced. Accuracy testing was performed, and the pump was found to be within manufacturing specifications (18.2 ml - 22.2 ml). The cause was unknown, and no actions were taken to correct primary reported problem. The device passed all the functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump came back from repair, and they tested it out, but still failing. Prior reason for repair was during preventive maintenance, it out puts 23. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.